Event description:
Noted when attempting to hook IV tubing to clave, once infusion started tubing would unscrew itself and fall off. Attempted clave replacement and the tubing change. Changing of tubing appears to have solved the problem. No harm to patient.